Event description:
It was reported that the sensor adhesive caused skin irritation, which the customer reported as a serious injury. The caller did not know the blood glucose reading. The customer stated that her skin was being pulled off when she removed the overtape. She also reported that she had gangrene due to some plastic surgery she had had in the past from a tummy tuck, advising that since the procedure, she had experienced skin irritation at the abdomen area. She stated that she would consult her doctor regarding the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.